Event description:
The manufacturer received information alleging a ventilator had low inspiratory pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's oxygen blending module board and interface board were replaced to address the issues.